Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with an initial blood glucose of 216 mg/dl trending downward and later measured at 167 mg/dl; the user had recently completed a full supply change and reported no symptoms or alerts. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.